Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that six months, fifteen days following the implant of this 29-millimeter (mm) transcatheter bioprosthetic valve, into a native valve, the patient presented to the emergency room with chest pain, chills, and sweats. A non-st-elevation myocardial infarction (non-stemi) was noted with an elevated troponin. An echocardiogram showed a thrombosed valve leaflet with severe stenosis and restricted motion. Medication was administered. Per the physician, the valve did not cause or contribute to the non-stemi. No adverse patient effects were reported. Additional information received indicated aortic thickening was also identified. The troponin measured 17.1. Medication was administered intravenously. An anticoagulant drip was administered for occurrences of this event. The patient was discharged 5 days following onset of symptoms. The non-st-elevation myocardial infarction (nstemi) event resolved approximately 6 months following onset. The event was reported as possibly related to implant procedure and probably related to the transcatheter valve.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve was implanted at a depth of 4 mm on the non-coronary cusp and 6 mm on the left coronary cusp. Anti-platelet therapy was used following the valve implant, but anticoagulation was not. The mean gradient upon discharge was 10.6 mmhg. The gradient when the thrombus was detected was 3.88 mmhg. Additionally, the last three international normalized ratio levels prior to the thrombus were 11.6 at baseline, 13.0 at the implant procedure, and 14.1 during the hospitalization for the thrombus. The valve stenosis, thrombus, and leaflet thickening reportedly resolved approximately six months following the onset.